Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and hyperglycemia with a blood glucose value of unknown mg/dl and current blood glucose value: unknown mg/dl. Troubleshooting was performed and found that the customer was treated with manual injection, carbs intake and admitted in emergency medical service . The customer reported severe cramps as symptoms related high blood glucose level. Its unknown whether the insulin pump was used within 48 hours and the auto mode feature was not active at the time of the event. The customer also reported that pump dint accept new batteries, pump stopped working, blank display, no damage to the battery compartment, the display dint return after restart. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump powered up properly after the test battery was installed. The pump was monitored for 4 days. No blank display noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 06:46:23.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 24000 (2.4 u). Bolusamountdelivered: 24000 (2.4 u). (B)(6) 2023 14:36:35.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 20000 (2 u). Bolusamountdelivered: 20000 (2 u). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 21:12:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered: 187500 (18.75 u). Dailytotalofbasalinsulindelivered: 143500 (14.35 u). Dailytotalofbolusinsulindelivered: 44000 (4.4 u). There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date (B)(6) 2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 05:38:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2023 05:47:35.000 batteryremoved (55) (B)(6) 2023 05:47:35.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 05:50:13.000 batteryinserted (44) (B)(6) 2023 21:01:52.000 batteryremoved (55) (B)(6) 2023 21:01:52.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 21:11:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 21:12:03.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2023 21:12:13.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 21:12:21.000 alarmalertnotification (40) faultnumber: battoutlimit (6) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Pump error 23 and battery out limit alarm were expected due to the pump's time reset. Lowbatteryalert (104) not confirmed. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported the pump asked her to replace the battery but then it would not accept the new batteries. Customer was also reporting a blank display. During troubleshooting, the display did not return after a pump restart. Customer said she had a low after the pump stopped working. She treated the low with food and glucose tablets and the paramedics were called on (B)(6) 2023. Customer also mentioned having high blood glucose (treated with manual injection per sap for pump) and severe cramps after the pump stopped working. Since customer called on (B)(6) 2023, one day after the pump issue, pump was used within 48 hours of the low and the high. Auto mode was not used when customer was off the pump with the low and high.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b5 & h6(heic) with this report.